Event description:
It was reported that the pt had excellent pain relief until about one month ago when his pain suddenly began to worsen. An x-ray from (B)(6) 2010 revealed the catheter migrated out of high thoracic spine. There was catheter dislodgment from the intrathecal space. On (B)(6) 2010, the catheter was replaced. The pump contained dilaudid, droperidol, clonidine, bupivacaine and baclofen. The pt recovered without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).